Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was there any adverse consequence associated with the patient? Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; drainage)? If so, please specify. Could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. What is the patient¿s current status? According with event description, the suture "looked like barbed suture", could you please provide more details? According with event description, "the vicryl started to come undone", could you please provide more details? Is there evidence that could suggest that the reported suture was part of a product mix in the package? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related to: 2210968-2022-02447, 2210968-2022-02449, and 2210968-2022-02450.

Event description:
It was reported that a patient underwent a urological procedure on (B)(6) 2022 and suture was used. During the procedure, the suture started to come undone. There were no patient consequences reported. Additional information was requested.